Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, device was found to be in backup vvi. Due to low battery status, further troubleshooting could not be performed. Device was explanted and replaced.